Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) was contacted by the health care professional (hcp) for information on how to read s-ICD events, and ts discussed the nsvt episode and noted the s-ICD detected and responded appropriately. Ts also noted some functional undersensing due to slow dissimilar profile prior to arrhythmia. The s-ICD system remains in service. No adverse patient effects were reported.